Event description:
It was reported to baxter belgium that a solution administration set had "a non working "one-way-valve" between drip chamber and roller clamp." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection revealed that the upper roller clamp was partially closed and the lower roller clamp was fully closed. These were closed by the customer as liquid could be noticed in the tubing. The set was attached to a bag and roller clamps opened. Priming could be performed without difficulties. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.